Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was reported that the patient had a steroid injection in their upper back and then next day, their baseline pain had returned. The patient had severe pain that spanned the whole length of their leg except for the foot. The patient spoke with a manufacturer representative on the phone and told them that group b was not working for their pain. The patient was advised to stay on group c. The patient noted that they charge their ins every day and the day before the call, the ins was low, so the patient charged it. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider. It was reported that inadequate programming caused the return of baseline pain. The ins was reprogrammed and the issue was resolved. No further complications are anticipated.